Manufacturer narrative:
After obtaining the patient's consent, eligibility according to the selection and exclusion criteria prescribed for the procedure was confirmed. The patient was given anti-platelet therapy (bayaspirin 100 mg/day and panaldine 200 mg/day) was started. No adverse events, etc., occurred, and the patient was admitted, as planned, for the procedure. The product remains implanted and will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This device similar to USA product.

Event description:
The patient underwent an embolization procedure with multiple coils and an enterprise stent was to treat a wide-neck cerebral aneurysm of the left vertebral artery. After properly inserting stent (4.5x22mm), coil embolization was performed uneventfully, and the procedure was concluded. There were no problems with the subject's condition immediately postoperatively, and the absence of any health damage was confirmed. After the procedure, the patient spoke little and tended to be drowsy postoperatively, an emergency CT scan was performed 8 hours after the completion of the operation, but it was difficult to make a diagnosis because of the poor quality of the images. A repeat CT scan was performed, and a small infarct was confirmed in the left cerebellar vermis, along with numbness in both lower limbs. Radicut 60 mg/day started. Numbness of both lower limbs persists. Other complications noted were hypertension, hypercholesterolemia, diabetes mellitus, gastric ulcer, and muscae volitantes.